Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 6/05/2017 with the following findings: during visual inspection of the pump, it was observed that the keypad was intact but the ok button was under responsive to user presses. The keypad was removed to inspect under its contact buttons and there was no contamination found. The pump was opened and it was observed that the keypad flex connector was not fully inserted. The initial complaint was confirmed. Unrelated to the initial complaint, it was observed that there was a horizontal colored line on the display screen.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the issue can result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no indication that the product caused or contributed to an adverse event.